Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by attempting a daily maintenance. Fse made a new container of wash solution and primed the wash solution through the analyzer and the error did not reoccur. Fse verified proper wash delivery and evacuation, verified wash probe z-axis height, verified all cable connections and proper activation of the wash probe sensing the presence of wash at the sense board. Fse performed daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4) and wash lot no. B570016. There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: [2012] air detected [diluent] is generated when there is no contact with the liquid after diluent suction. The operator is instructed to contact the service department. The most probable cause of the reported event is due to aged wash solution.

Event description:
A customer reported getting error message "2015 bf probe purge failure" on the aia-360 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2), follicle stimulating hormone (fsh) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.